Event description:
During a surgery procedure, the surgeon noted that the tip of the suture slider broke off. The surgeon tried to remove all broken pieces. As parts of the tip still remain in the patient, a revision surgery became necessary.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the complaint investigation.